Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by singapore that during service and evaluation, it was determined that the control unit was not functioning and was defective on the small battery drive device. It was further determined that the motor of the handpiece had intermittent rotation. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. It was noted in the service order that the device was not working after the battery device was inserted. It was further reported that several good batteries were inserted into the device; however, the batteries became faulty. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 12/4/2017 in the initial report. The date returned to manufacturer was corrected to 12/20/2017. Device evaluation update: upon further investigation, the device was isolated and it was found that the electronic control unit (ecu) malfunctioned and had a low motor wattage. If additional information should become available, a supplemental medwatch report will be submitted accordingly.